Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: jul 26, 2023. Section h3. Device evaluated manufacturer? Yes. Device evaluation: the suspect iol was received and visual inspection found the lens was cut and had a scratch on the surface. No further issues were identified and no further evaluation was performed. The complaint issues "discolored, suboptimal results and explant" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation, there was no product deficiency or product malfunction that could be identified. . All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: new and pertinent information received that patient race is white, ethnicity is not hispanic. Customer also described reported hazy surface in lens as lens had a central haze easily visible with photos provided. No other specific visual issues noted. Date of event noted to be on may 12, 2023. The replacement lens is dxroo +22.0. Visual issue slightly improved with replacement lens. There was no incision enlargement, no vitrectomy, and no sutures done. No patient post-explant injuries. Fields below updated. Section a5: (ethnicity, race): not hispanic/latino, white. Section b3: date of event: may 12, 2023. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4, a5: unknown/ not provided. Asku. Section b3: date of event: unknown, not provided. Best estimate of date of event is between oct 11, 2021 and jun 19, 2023. Section e1: email address: unknown/ not provided. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient is not happy with vision in right eye (od). Vision cannot get them to 20/20 or 20/25 in that eye and that the intraocular lens (iol) has a hazy surface to it. The doctor is planning in the coming weeks to exchange od with a new symfony or possibly a monofocal. Through follow-up, it was learned that the iol was explanted. No other information was provided.